Event description:
Per the customer, the readings from the device seem to be erroneous. Eg., 5 cc blood loss or <250 ml vs >2 l estimated by clinicians with a drop in hemoglobin of 2 points. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.